Event description:
It was reported that the right ventricular lead was fractured. The lead was replaced, and no patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular lead was explanted due to fracture. Additional information was received reporting the right ventricular lead impedance was greater than 3000 ohms and that high threshold was also observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: distal conductor fractured; full lead in segments returned for analysis. Other text : it was reported that the right ventricular lead was explanted due to fracture. Additional information was received reporting the right ventricular lead impedance was greater than 3000 ohms and that high threshold was also observed. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event3 impedance, high lead(s), fracture of high threshold.